Manufacturer narrative:
Method: it was reported that the device is not available for an evaluation and investigation, therefore no testing methods can be performed. The device history record (DHR) is currently in progress for the lot number provided. Results: as no device was available for an evaluation no methods were performed; therefore results cannot be obtained. Conclusions: the device was discarded by the end user, therefore we are unable to determine cause of incident. Further investigations are on-going with the reported information. If additional information pertinent to this event becomes available, I-flow will submit a follow-up report per the directions for use homepump c-series ((B)(4)).

Event description:
Drug/diluent: 5fu and 14.5mg nacl. Fill volume: 244ml. Flow rate: 5 ml/hr. Procedure: chemotherapy. Cathplace: IV port. ((B)(4)). Pharmacist reported four incidents of fast infusion with the use of the homepump for three individual patient's. (Each incident for each patient will be capture on separate MDR's). Patient #1: female patient. The pump infused 12 hours too early. The 270ml pump was filled to 244ml's with 5fu. It was compounded on (B)(6) 2014 and hooked up to the patient on (B)(6) 2014. This was reported by the patient on a follow up appointment on (B)(6) 2014. Infusion should have lasted 46 hours. Lot # 0201114144. (B)(4). Additional information was received on (B)(4) 2014 per the pharmacist: as report no patient injury or medical intervention required. No adverse signs or symptoms. Patient's current condition is reported as, "fine". The device was not saved for return. Devices were discarded. (Infusion preparation) - clarification of time and dates was received as follows: date time infusion start: (B)(6) at 13:33. Date time infusion stop: (B)(6) at 23:00. Date time incident/defect noticed: (B)(6) at 23:00.